Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported that the swg (spring wire guide) was hard to be remove from the catheter during an operation. By removing it slowly under fluoroscopic control, the md succeeded to remove, however, the swg kinked. No injury to the patient was reported.

Manufacturer narrative:
Qn# (B)(4). The customer returned one opened psi kit which included a multi-lumen catheter, swg, dilator and needle for evaluation. Visual examination of the guide wire revealed multiple kinks along the body. Both welds of the wire appeared full and spherical. Visual examination of the catheter revealed no obvious defects. The kink in the guide wire was at 341mm from the proximal tip. The bends in the guide wire measured at 287mm and 300mm from the proximal tip. The overall length of the guide wire measured 457mm which is within specification of 450-458mm per product drawing. The outer diameter of the guide wire measured 0.854mm which is within specification of 0.838-0.877mm per product drawing. The overall length of the catheter body measured 99mm which is within specification of 98-102mm per product drawing. The undamaged portions of the returned guide wire passed through the returned catheter, returned dilator, and lab inventory ars with minimal resistance. However, resistance was met while advancing the kinked portion of the guide wire. A manual tug test confirmed both welds were intact on the guide wire. A DHR review was completed with no relevant findings. The IFU provided with this kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The IFU cautions that if resistance is encountered when attempting to remove the spring-wire guide after catheter placement, the spring-wire may be kinked about the tip of the catheter within the vessel which may result in undue force being applied resulting in spring-wire guide breakage. If resistance is encountered , withdraw the catheter relative to the spring-wire guide about 2-3 cm and attempt to remove the spring-wire guide. If resistance is again encountered, remove the spring-wire guide and catheter simultaneously. The report that the guide wire kinked during use was confirmed through examination of the returned sample. Multiple bends were observed as well as one major kink. The returned guide wire and catheter met all relevant dimensional requirements and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that the swg (spring wire guide) was hard to be removed from the catheter during an operation. By removing it slowly under fluoroscopic control, the md succeeded to remove, however, the swg kinked. No injury to the patient was reported.